Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: there is no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d10 (concomitant).

Manufacturer narrative:
Product complain # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6) study no: dsm202108 clinical adverse event received for right shoulder disclocation. Device and procedure (relatedness). Device related: not related. Procedure related: causal relationship. Date of event: 31 jan 2026 date of implant: (B)(6) 2025 date of revision: no information provided device location: right treatment/impact: resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function, components removed (reverse humeral shell, reverse liner, glenosphere), new components implanted ( specify: the existing glenosphere, humeral tray, and polyethylene were removed and replaced with a size 40 mm glenosphere with +8 mm of lateralization and eccentric design, a size +8 humeral tray, and a size +0 mm polyethylene with retentive design.), surgical intervention for the study: yes depuy synthes products used: catalog number: 520002040. Lot number: 60051. Component type: stem. Description: inhance shoulder system standard stem large ø40mm x 121mm. Catalog number: 550011240. Lot number: 664506. Component type: baseplate. Description: inhance shoulder system modular uniti platform baseplate small ø24mm.cementless. Catalog number: 550310015. Lot number: 230230. Component type: screw. Description: inhance shoulder system locking screw 15mm. Catalog number: 550540004. Lot number: 345511. Component type: glenosphere. Description: inhance shoulder system glenosphere ø40+4mm. Catalog number: 550035600. Lot number: 217706. Component type: screw. Description: inhance shoulder system central screw ø6.0 x 35mm. Catalog number: 550310025. Lot number: 216836. Component type: screw. Description: inhance shoulder system locking screw 25mm. Catalog number: 550310035. Lot number: 204216. Component type: screw. Description: inhance shoulder system locking screw 35mm. Catalog number: 550000400. Lot number: 661547. Component type: shel.l description: inhance shoulder system reverse humeral shell large ø40+0mm. Catalog number: 550040004. Lot number: mi124627. Component type: liner. Description: inhance shoulder system reverse liner x-linked vitamin e pe ø40+4mm.